Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy . It was reported that following insertion the patient experienced pain and discomfort during sexual intercourse electric like pain shooting down her legs, leaking urine, numb abdomen, hump in pubic area that sticks out, headaches, stroke, heart attack, abdominal pain, chronic diarrhea, mesh erosion, sui, recurrent uti¿s, nocturia and vaginal pain. (B)(6) 2008 scope to look the bladder because of infection, (B)(6) 2009 observation procedure to make sure mesh is completely gone and (B)(6) 2009 placement of an autologous pubovaginal sling, harvesting of autologous rectus fascia, retropubic urethrolysis and cystourethroscopy . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.